Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis. The event was manifested by "patient not feeling well". The cause of the event was not reported. The patient was not hospitalized for the event. Treatment rendered for the event was not reported. The patient's recovery status was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
The event was medically confirmed to be peritonitis and clarified to be a breach in aseptic technique. The breach in aseptic technique was not further identified. At the time of this report, the patient has recovered. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.